Event description:
The facility reported a colleague infusion pump with a malfunction where the "bottom 1/3 of the display is blank". This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the pediatrics department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump malfunction where the "bottom 1/3 of the display is blank" was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to a faulty main display. The main display was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.